Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that again the patient ended up having an infection at the ipg site that was cleared by antibiotics in the past (MFR #: 3006630150-2020-05209). The cause of infection was unknown. In addition, the patient was having charging issue due to sensitivity of the ipg site. Additional information was received that the patients infection was ruled out.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that again the patient ended up having an infection at the ipg site that was cleared by antibiotics in the past (MFR #: 3006630150-2020-05209). The cause of infection was unknown. In addition, the patient was having charging issue due to sensitivity of the ipg site.

Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event.